Manufacturer narrative:
(B)(4). Batch: r93r9v. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received: is the white tissue pad completely missing from the clamp arm of the device? What efforts were made to locate the tissue pad during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Did the patient experience any adverse consequences due to this issue? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
It was reported that during an unknown procedure that, insulation pad fell off and ¿disappeared¿ 20 minutes into case. Unknown as to how the procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Additional information received: is the white tissue pad completely missing from the clamp arm of the device? Yes, it fell off. What efforts were made to locate the tissue pad during the procedure? Pad was located and removed from the patient. Was this procedure converted to an open procedure? No. Are there any plans to locate the piece? Yes, as above . Did the patient experience any adverse consequences due to this issue? No. Was there any change in the patient care as a result of this event? No. What is the current patient status? Na.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.